Event description:
The handheld and software were returned to the manufacturer on (B)(4) 2013. An analysis was performed on the returned handheld computer for the allegation of battery failure, main battery swelling, handheld computer functionality impaired. The handheld computer was received with an ac adapter, serial cable, v8.0 flashcard and with the main battery depleted. Visual inspection identified no anomalies. It was identified that the main battery was swollen. The handheld computer was performed using ac power supply with no anomalies and the initial setup process was performed. The back ¿up indicator read ¿very low¿, which is expected because the back-up battery will discharge if the unit is not supported by an external power source or main battery power. The handheld computer¿s main battery was fully recharged successfully using the power supply adapter. The power button light on the handheld computer was amber and then later turned green giving the indication that the main battery was fully charged. V8.0 software was installed and interrogation and diagnostic tests were performed with no observed anomalies. The handheld was powered-on continuously using only the main battery for more than an hour. For five successful times the following occurred: the generator was interrogated, then the output and magnet currents increased from 0ma to 0.5ma, then interrogated to verify the new settings, then a generator diagnostic test was performed during which the generator values were changed back to output currents of 0ma, and then the battery was interrogated to verify new settings. The handheld computer was tapped onto a counter and it was identified that it would suddenly power off. When the handheld computer was powered back on, a message appeared indicating that the battery latch had been opened. An inspection of the handheld identified that the battery cover was bent due to the swollen main battery and that as a result the battery cover was unable to make good contact with the battery latch switch that was on the main board. This resulted in the handheld computer receiving an intermittent false open battery latch condition. This condition can cause the handheld to power down while in use. It also can prevent the handheld computer from turning on. The main battery had a remaining charge of 1% at the conclusion of testing. This is a known issue that was previously investigated as part of (B)(4). The analysis performed on the returned handheld computer and the reported and it was identified that the battery would become swelling, preventing the main battery cover from seating properly and registering an intermittent open battery latch condition. This condition can prevent the handheld computer from powering on and intermittently powering off. Although the main battery was swollen, it was able to hold a charge and power the handheld computer for over an hour. No other anomalies were identified during analysis. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the reporting that the vns physician¿s handheld device had a swollen battery that prevents the device from turning on. The physician just noticed it recently, and the programming wand was functioning appropriately. Good faith attempts are currently in progress. Added that product return is expected, but the handheld has not been received to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.